Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high, compared to another meter (unknown emergency services meter (ems)). The complaint was classified based on customer service representative (csr) documentation, since the patient could not be contacted to gain additional information. The patient reported that the alleged meter issue began on (B)(6) 2016 at 4.30 4.40 pm, alleging that she obtained an inaccurately high blood glucose reading of 48 mmol/l with the subject meter compared to 16 and 18 mmol/l on the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs criteria for accuracy. It is unknown, how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. She denies developing any symptoms but alleges on (B)(6) 2016, at 4.30 -4.40 pm, she was treated by a health care professional due to the alleged meter issue. During troubleshooting, the patient described the correct testing steps and it was established the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.